Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold. Programming changes was attempted but unsuccessful, there was no further intervention. The patient was stable.